Event description:
During a pulse field ablation (pfa) procedure, a farawave catheter was selected for use. After a difficult transseptal puncture, the left atrial anatomy was mapped. Upon advancing the farawave catheter into the left atrium, a map shift was observed. The catheter appeared posterior and inferior to the existing carto 3 map. To address this, the farawave catheter was removed, and a new map was created using a non-boston scientific catheter. It was noted that the two carto maps were aligned at this point. The procedure continued with 36 pfa applications using the farapulse catheter. However, it was not confirmed whether the initial map shift had been resolved. It was mentioned that the patient had significant metal in their back, which may have contributed to the mapping discrepancy. Intracardiac echocardiography (ice) was used post-procedure to confirm no pericardial effusion, and the patient was stable upon transfer to recovery. Approximately five minutes after transfer, the patient experienced full cardiac arrest. Staff and the anesthesia team returned the patient to the procedure room. CPR was initiated, the patient was intubated, and resuscitation medications were administered. The patient was successfully resuscitated. A transesophageal echocardiogram (tee) confirmed no cardiac effusion. While being prepped for transfer, the patient experienced ventricular tachycardia (vt), was defibrillated, and fully recovered. The patient was then transferred stable to the intensive care unit for further monitoring. The attending physician believed the cardiac arrest and vt were related to previous short episodes of ventricular tachycardia, which had been recorded on the patient pacemaker. Despite initial recovery, it was later reported that the patient passed away. The cause of death is unknown. It was also noted that the patient had blood in her lungs. The device is not likely to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.